Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in the needle pierced the tubing. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when puncturing the patient, I attempt to remove the needle from the mandrel, I encounter resistance, remove the needle from the patient's vein, and identify that the needle tore the silicone catheter, there was no phlebitis, nor any damage to the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in the needle pierced the tubing. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: when puncturing the patient, I attempt to remove the needle from the mandrel, I encounter resistance, remove the needle from the patient's vein, and identify that the needle tore the silicone catheter, there was no phlebitis, nor any damage to the patient.

Manufacturer narrative:
H6: investigation summary: it was reported the needle tore the silicone catheter. To aid in the investigation, one photo was received for evaluation by our quality team. From the photo provided, the needle through the catheter could not be observed. However, this defect can be related to use. When the user removes the unit from the package, the inserter gets trapped in the individual package while device is grabbed from the adapter and pulled out from the packaging. The memory of the tubing material will cause a ¿sling shot¿ sending the needle to his original position resulting in a pierced catheter. A device history record review was completed for provided material number 383313, lot 1216802. The review revealed no quality notifications or other events were found related to the complaint stated by the customer. According to the sampling plan applied for product performance, this lot was accepted. Based on the image evaluation, and considering the package was opened, we cannot confirm or associate the reported defect to manufacturing process. H3 other text : see h10